Event description:
At approx midnight a worker in the facility was performing maintenance on the analyzer when sparks were noted coming from the power cord. While attempting to unplug the analyzer from the wall outlet she was cut and burned on her fingers and sparks went into her face. She was taken to the emergency room where her heart was monitored to determine if she was shocked. Blood work was ordered and she was sent home from work. Add'l info indicates the operator did not have facial burns or eye damage, although her contact lens was cracked in the incident. The account could not provide what intervention was given for the finger cut and burn. The operator still suffers from an occasional headache since the incident. Blood work that was ordered and results are not available. The account states the analyzer was relocated nov 1st by movers to a new location. The operator injured returned to work on 11/13/96. A lab technician stated that a wire was coming out of the plug by the three prong.